Event description:
Customer alleges that seat positioning strap buckle broke when user attempted to fasten it. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the seat positioning strap on the 6895 shower commode chair allegedly broke when the consumer attempted to fastened it. The seat positioning strap has been replaced on the chair. No injury alleged.